Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had diffferences between their sensor glucose and blood glucose readings. Customer's blood glucose was 377 mg/dl. Customer also stated the inaccurate readings would prompt the threshold suspend feature on their sensor. The customer's mother declined to troubleshoot for their sensor. Customer was advised to be mindful of bent, crimped, or kinked cannulas on their sensor. No additional information provided.